Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No unexpected ramping was during testing. The pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 276 mg/dl. The customer stated that the numbers were ramping on the pump without the buttons being pressed. The customer stated that the act button does not work. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.